Event description:
It was reported that during an impedance check for a battery change discussion, impedances were out of range on the 0-7 lead of the lead 977a260 5mm compact 1x8 MRI device. A physician reviewed recent computed tomography imaging and discovered that one of the leads had migrated out of the epidural space. There was a plan for battery replacement and possible lead revision.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.